Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised forced sensor system error and insulin was squirting out during manual prime after changing the infusion set. The customer's blood glucose level was 75 mg/dl. The customer stated that the drive support cap appeared flush. The insulin pump also received another insulin pump error alarm. The customer stated that the insulin pump was not working at the time of the call but they were able to rewind the insulin pump and put the reservoir in place but unable to perform fill tubing. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify e/a alarm, prime/fill anomaly due to a33 alarm. However, unit passed rewind test and displacement test.